Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the stapler did not fire. There was a malfunction of the product making the tri-staple purge charge "do not gramphen" when connecting to the electric stapler. The surgeon was able to press the green button. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the stapler did not fire. There was a malfunction of the product making the tri-staple purge charge "do not gramphen" when connecting to the electric stapler. The surgeon was able to press the green button. They replaced the load to resolve the issue in order to complete the case. There was no patient injury.